Event description:
Reportable based on device analysis completed on 04 nov 2024. It was reported that visualization issues occurred. The 95% stenosed target lesion, with a length of 10 mm and a vessel diameter of 3.0 mm, was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device image was black. The procedure was completed with another device of the same kind. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked and the imaging window was twisted 22.3 cm from the lapoint section. However, no damage was found within the telescope and sheath sections of the device. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing.